Event description:
Reporter states customer had blood glucose result of 33 mg/dl taken at 04:15 on the aviva system and was unresponsive. Paramedics were called, and result on paramedic's meter at 05:00 was 7 mg/dl. Customer was treated with IV "sugar water" and re-tested on paramedic's meter with result of 68 mg/dl. Reporter tested customer within 10 minutes on the aviva system and result was 163 mg/dl. No quality controls were used. Requested return of suspect device and replacement was sent.